Manufacturer narrative:
After battery installation, the unit gave an unexpected blank display. Per visual examination the lcd display screen is cracked revealing a wide area of black pixels. Unable to perform the displacement test due to the display anomaly. Unit received has a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump display was broken. The customer's blood glucose value was unknown. The insulin pump will be returned for analysis.